Manufacturer narrative:
It was reported that "patient had bilateral mastectomies with reconstruction. Incisions were dressed with liquiband secure patient post op appointment had blisters at incision sites.appointment still had skin blistering, prescribed wound cleaner and wound cream daily. Continued the same, and added antibiotics. Patient needed wound vac applied due to skin necrosis at incision site. Continued weekly vac changes in the office until surgical debridement patient had a split thickness skin graft to the wound site. Dr. Attributes initial blisters at incision sites from glue." It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Skin blistering.